Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 24-jul-2017. The most recent information was received on 17-apr-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain every day') in a 41-year-old female patient who had essure (batch no. C38212) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("unusual bleeding"), visual impairment ("visual disturbance"), pain in extremity ("pain in legs"), headache ("headaches") and loss of libido ("loss of libido"), 1 year 6 months after insertion of essure. On an unknown date, the patient was found to have weight abnormal ("weight disorder") and experienced arthralgia ("joint pain"), migraine ("migraine") and device expulsion ("an implant which is lodged in my uterus"). The patient was treated with surgery (removal of fallopian tubes due to essure). At the time of the report, the pelvic pain had not resolved and the genital haemorrhage, visual impairment, pain in extremity, headache, loss of libido, weight abnormal, arthralgia, migraine and device expulsion outcome was unknown. The reporter provided no causality assessment for arthralgia, device expulsion, genital haemorrhage, headache, loss of libido, migraine, pain in extremity, pelvic pain, visual impairment and weight abnormal with essure. The reporter commented: two years ago she underwent removal of her fallopian tubes due to essure, but unfortunately there is a problem, she has an implant which is lodged in her uterus she still has it now. Batch no c38212 production date 2014-03-20 expiration date 2017-03-31. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 17-apr-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(4), reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain every day') in a (B)(6)-year-old female patient who had essure (batch no. C38212) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("unusual bleeding"), visual impairment ("visual disturbance"), pain in extremity ("pain in legs"), headache ("headaches") and loss of libido ("loss of libido"), 1 year 6 months after insertion of essure. On an unknown date, the patient was found to have weight abnormal ("weight disorder") and experienced arthralgia ("joint pain"), migraine ("migraine") and device expulsion ("an implant which is lodged in my uterus"). The patient was treated with surgery (removal of fallopian tubes due to essure). At the time of the report, the pelvic pain had not resolved and the genital haemorrhage, visual impairment, pain in extremity, headache, loss of libido, weight abnormal, arthralgia, migraine and device expulsion outcome was unknown. The reporter provided no causality assessment for arthralgia, device expulsion, genital haemorrhage, headache, loss of libido, migraine, pain in extremity, pelvic pain, visual impairment and weight abnormal with essure. The reporter commented: two years ago she underwent removal of her fallopian tubes due to essure, but unfortunately there is a problem, she has an implant which is lodged in her uterus she still has it now further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received from ha: patient hade her tubes removed. New events added (device expulsion, weight gain, joint pain, migraine). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.